Manufacturer narrative:
Initially, it was reported that a hemostatic valve separation issue occurred. The biosense webster, inc. Product analysis lab received the device and found a detached brim cap from the hub, and the hemostatic valve was dislodged. The hemostatic valve issue remains assessed as MDR reportable. The additional finding of the brim cap detached was also assessed as MDR reportable. The awareness date is 13-aug-2021. The device evaluation was completed on 13-aug-2021. Visual analysis of the returned sample revealed that the brim cap was detached from the hub and the hemostatic valve was found dislodged inside of the hub. It was also observed that the vizigo sheath was bent. The root cause of the bent sheath could be related to the handling of the complaint device. Microscopic examination of the hemostatic valve surface showed evidence of stress marks on the outer diameter. On the other hand, the brimmed cap and the silicone ring were placed in the correct position and found in good conditions. A device history record (DHR) was performed for the finished device 00001649 number, and no internal action related to the complaint was found during the review. Based on the DHR, h4. Device manufacture date was updated. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Due to the conditions observed, an internal corrective action has been opened to investigate the issue. It should be noted that product failure is multifactorial. Before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that the hub of the vizigo sheath completely separated from the rest of the sheath. The hemostatic valve separated from the handle of the sheath. The hemostasis valve (gasket) broke into two pieces. The sheath was being used on the patient when the event occurred. There was excessive blood. Air did not enter into the patient¿s body. No surgical intervention was required. The sheath was replaced, and the procedure was continued. No adverse patient consequences were reported. Since there is no indication that the bleeding led to hemodynamics disruption or required intervention, this event was assessed as not a serious adverse event and assessed as a MDR reportable hemostatic valve separation issue.